Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to 75%. The device's system board was replaced to correct the issue.